Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving low sensor scan results compared to readings obtained on the built-in reader. A sensor scan result of 146 mg/dl was compared to a reader result of 300 mg/dl and both readings were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. Customer had contact with an hcp and received unspecified treatment as his sensor read lower than the hcp meter (unspecified). There was no report of death or permanent impairment associated with this event.